Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical evaluation was conducted and confirms that based on the lack of information, the root cause for the dimensions of the cut to be off cannot be concluded and the future impact to the patient cannot be concluded. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a single use, patient specific instrument; possible causes could include but not limited to new design, feature, or failure mode. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during the procedure the tibia was cut in roughly 10-15 degrees of flexion. The surgeon felt like he had a good fit. No more information available.